Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe 3ml ll w/ndl sftygld 25x5/8 rb was difficult to connect to the luer lock. The following information was provided by the initial reporter: "needle combo pack in the same box, the leur-lok syringe would not tighten, they just kept turning."

Event description:
It was reported syringe 3ml ll w/ndl sftygld 25x5/8 rb was difficult to connect to the luer lock. The following information was provided by the initial reporter: "needle combo pack in the same box, the leur-lok syringe would not tighten, they just kept turning."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.